Event description:
It was reported that during surgery, foreign body material on stem was found when opening the product. There was 3 mins delay reported. Substitute product was not prepared.

Manufacturer narrative:
It was reported that during surgery, foreign body material on a sl-plus integr mia stem was found when opening the product. The stem intended for use in treatment was not returned for investigation. Nevertheless the foreign body was sent back and was examined. It is of green colour and of a size of about 3.5mm x 0.6mm. A microscopic and elemental analysis was performed. In stereomicroscopic view, on the foreign body material itself many smaller particles are visible, some of darker and some of brighter colour. From the aspects and elements found on the foreign body material, this might be a polymeric material, contaminated with various kind of small particles. By reviewing the current version (81080947-b) of our IFU for hip implants 12.23 ed. 05/16, it was noticed that it's not explicitly mentioned that if a foreign body is discovered, the respective implant should not be implanted anymore. A new IFU version has already been submitted. The risk of contamination is in both risk files (s+n's and the packaging supplier's) mentioned and considered to be low. The corresponding batch records did not show any discrepancy which could relate to the reported failure. A complaint review was already performed with the first investigation, no other complaint was found for the reported batch number. The returned device will be retained. S+n will monitor this device for similar issues.